Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was in the hospital due to a low blood glucose level. The ambulance was called on (B)(6) 2017. Her blood glucose level was 22 mg/dl. The customer had taken a bolus too early. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated in the hospital and was being released at the time of call. The device was not returned.